Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels as low as 23 mg/dl; cause was unknown. Reportedly, customer consumed carbohydrates to address low bg values. Recommendation was made to discuss diabetes management with a health care professional.